Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a memo 4d size 32 valve was implanted and explanted on the same day on (B)(6) 2021. No allegation of a device malfunction or serious adverse event for the patient was received from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer at the time of the event (unknown disposition) no further investigation is possible at this time. Based on the information available, it is not possible to establish a root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer is following up with the site to retrieve more information about this event. Should any further information be received, a follow up report will be provided as deemed applicable.

Event description:
The manufacturer was informed of the event through the patient tracking department.based on the information reported in the patient implant form, a memo 4d size 32 valve was implanted and explanted on the same day on (B)(6) 2021. No allegation of a device malfunction or serious adverse event for the patient was received from the site regarding this event. Per additional information received, the physician confirmed that no device malfunctions were identified. The reason for the intraoperative explant of the 4dm-32 ring was due to a failed repair. As reported in the operative note received, after the implant of the ring, the mitral valve was tested. The mitral regurgitation had improved significantly, however there was still mild mitral regurgitation. In view of the patients age and the pathology of the valve this was felt to be not acceptable. The device was ultimately replaced with a competitor's valve (33mm st jude mechanical valve) after resection of the anterior leaflet and of the heavily calcified thickened chordal mass at each commissure. The posterior leaflet was preserved. The patient had a good outcome.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device is reportedly not available for return, no further investigation is possible at this time. Based on the information available, the memo 4d ring was explanted due to an unsuccessful repair of the mitral valve; a full replacement was consequently performed. The intra-operative explant of a mitral ring followed by total mitral valve replacement is attributable to patient factors that precluded adequate repair with an annuloplasty ring, as reported in the operational note received (i.e. ''In view of the patients age and the pathology of the valve this was felt to be not acceptable''). Furthermore, no device malfunctions occurred as informed by the physician. As such, the event is not related to a deficiency of the device. Given that the patient had a good outcome after the procedure, there is no indication that an adverse event has occurred.